Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the nurse has noticed, after filling the cartridge with viscoelastic, one the haptics was snapped off in the cartridge chamber. The lens was not used. Unspecified lens was used instead. No harm caused to patient. Additional information was requested and received stating that there were no direct contact of the injector and the patient.